Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient age not available for reporting. Unknown date of event; it is unknown when the pain began. Original surgery done in 2008, subsequent revision in 2014. Complainant part is not expected to return for investigation. Device history record review is pending. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a right elbow hardware removal was performed on (B)(6) 2018 due to patient complaints of pain. The original procedure was performed on an unknown date in 2006, and was revised in 2014. Removed hardware included two intact plates and a total of twelve intact cortical screws (a combination of 3.5mm and 2.7mm). One 3.5mm cortical screw head broke off during the removal. The broken screw head and the embedded shaft was retrieved. There was a surgical delay of five minutes to retrieve the screw shaft. No additional x-rays or other medical intervention required. No signs of infection. The area was fully healed. The procedure was completed successfully with the patient in stable condition. The complaint of screw broken intra-op is captured in (B)(4). (B)(4).

Manufacturer narrative:
Patient¿s height reported as 6 feet. A device history record (DHR) review was performed for part number: 223.56, lot number: 5061305: part manufacture date: 01-sep-2005, manufacturing location: (B)(4), part expiration date: n/a, nonconformance noted: n/a: DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lc-dcp plate 6 holes/77mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Corrected data: original procedure performed on an unknown date in 2006, subsequent revision in 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.